Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a change or loss of therapy. The patient reported suddenly all of she had been getting all symptoms back. The patient stated she had gone up to 7v on program 1 and that hadn't made a difference yet. The patient stated she had 3 programs available. The patient stated she called the healthcare professional (hcp) 2 days prior to the call. There were no electromagnetic interference (emi) interactions that could be related to the issue. The patient stated she had physical therapy with a chiropractor on her shoulder, but confirmed no type of medical procedures. There were no trauma or falls reported that could be related to the issue. The patient changed to program 2 at 6 v and felt stimulation in the correct area. It was noted the patient had a sudden return of symptoms in mid-(B)(6). There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.